Event description:
Customer reported an abo discrepancy. On galieo using fwd_abo assay. An a positive donor unit results were reported as ab positive.

Manufacturer narrative:
Review of the instrument images indicates the customer had a problem with pipetting system (pipette # 1, probe # 2 had the upper screw loose). A new sample syringe was sent. After receiving the syringe, they replaced the syringe and did a pip test that passed. However, they later called to report abo discrepancies with the fwd_abo assay. An a positive donor unit results were ab positive on galileo. That they ran the test on the bench and the results was a positive. A service call was made. Investigation revealed a leak in the reagent probe 3 way valve; it was replaced. Ran 4 patient samples; the instrument operated within specifications with no further problem observed.